Manufacturer narrative:
According to the literature review article by knirsch, w., haas, n. A., lewin, m. A., & uhlemann, f. (2003). Longitudinal stent fracture 11 months after implantation in the left pulmonary artery and successful management by a stent-in-stent maneuver. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 58(1), 116¿118. Https://doi.org/10.1002/ccd.10379, eleven months after implantation, a palmaz 12mm p188 stent developed severe restenosis. After redilatation, a double fracture of the stent could be shown. A second unknown palmaz stent was immediately implanted due to the extreme movements of the fractured parts of the stent. At follow up, patient remained asymptomatic. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent fractured - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Fracture of the stent may have occurred for a number of reasons, including overexpansion of the stent as this technique often requires further expansion of the stent beyond its labeled size due to somatic growth of the patient. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
According to the literature review article by knirsch, w., haas, n. A., lewin, m. A., & uhlemann, f. (2003). Longitudinal stent fracture 11 months after implantation in the left pulmonary artery and successful management by a stent-in-stent maneuver. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 58(1), 116¿118. Https://doi.org/10.1002/ccd.10379, eleven months after implantation, a palmax 12mm p188 stent developed severe restenosis. After redilatation, a double fracture of the stent could be shown. A second unknown palmaz stent was immediately implanted due to the extreme movements of the fractured parts of the stent. At follow up, patient remained asymptomatic. The device will not be returned for evaluation.